Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range pacing impedance measurements of greater then 2,500 ohms. A red alert was issued in the remote monitoring system, but it was observed in the data that the out-of-range impedances had been present for some time. X-rays were planned to evaluate the right ventricular (rv) lead, and the device will continue to be monitored. No adverse patient effects were reported.